Event description:
It was reported that during an in-clinic follow-up, there was a decrease in r-wave amplitude and sensing on the right ventricular (rv) channel. All other electrical parameters were stable and in range. It was suspected that the decrease in r-wave amplitude was due to patient anatomy and was not related to a malfunction of the rv lead. The rv lead was repositioned to resolve the event and the patient was stable.